Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, while the patient was asleep, the cgm was displaying 44 mg/dl. The patient was not showing signs of symptoms but his girlfriend and sister tried to wake him but he did not respond. It is unknown if the cgm was alerting during this time. A bg was checked and was reportedly 1 mg/dl. The patient was unconscious for an hour and upon regaining consciousness, the girlfriend and sister had the patient drink coke and eat candy. Paramedics were not called and the patient was doing fine at the time of the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the a zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.